Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are related to circumstances of the procedure. The failure to cross and dislodgment was due to interaction with the previously implanted unspecified stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right common iliac artery through the right femoral artery. The 9.0x59mm omnilink elite stent delivery system (sds) was advanced and there was resistance noted with a previously implanted unspecified stent from a prior procedure. The omnilink elite stent dislodged from the sds. The guide wire, sds and dislodged stent were pulled into the introducer sheath and removed together as a single unit. The dislodged stent remained inside the introducer sheath outside of the patient anatomy and was then able to be removed with hemostats. A new, 8.0x59mm omnilink elite stent was used to complete the procedure. There were no adverse patient effects. There was a 40 minute delay in the procedure, but there was no effect to the patient; therefore was not considered clinically significant. No additional information was provided.